Event description:
A caller reported experiencing a cartridge alarm 30 on two occasions, on march 16 and march 13. There was no adverse impact to the customer¿s blood glucose level. The customer had already reloaded the same cartridge before contacting technical support and declined further assistance in loading a new one during the initial call. Technical support advised the customer to call back if the issue persisted, and the issue was ultimately resolved.